Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging that she was experiencing a "date/time" issue with her one touch ultramini meter. The (B)(4) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The cca was advised by the patient that the alleged issue began at an unspecified date and time in (B)(6) 2011. The patient stated that she manages her diabetes with insulin, 30units of u-500, and took her usual dose of medication in response to the reported issue. Several weeks after the alleged issue occurred, the patient claimed to have developed symptoms of "numbness on her chin and tongue and of internal shakes" and self treated with food/drink in response to the symptoms. During troubleshooting, the cca walked the patient through proper testing technique as recommended per the owner's booklet, but the reported issue remains unresolved. Replacement meter was sent to the patient. Based on the provided information at this time, it is unclear how the date/time format issue can lead to the patient's symptoms since the date/time setting does not affect the ability to test. Thus, the linkage between the reported product issue and the alleged injuries by the patient remains unclear. Despite repeated attempts, the patient could not be contacted for further information. In conclusion, this complaint is being reported because the patient allegedly developed symptoms suggestive of hypoglycemia (shakes) and received treatment for an acute complication of diabetes after the date/time issue occurred.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.the 510(k) # is k061118.